Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. During a procedure, an alert was displayed because blood was present in the balloon when it was pressurized. The device was replaced. That procedure was completed without any patient complications. The device is expected to be returned for analysis.